Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1936 ml, indicating the home patient (hp) drained 1936 ml more than their programmed fill volume of 3000ml. This information gave a total drain volume of 4936ml which meets iipv criteria. According to the nurse she was aware that the patient had an excessive drain, however, she was not aware that it was 4936ml. The nurse stated that she was aware the patient was having issues with his device, however, she did not know the details. The nurse is not aware of any details as the patient did not give her very much information. Per the nurse swapping the device resolved the patient's issues. There was no patient injury or medical intervention.